Event description:
A customer contacted beckman coulter inc. (Bci) stating that 10 cuvets were failing water blank flags in the unicel dxc 800 pro synchron chemistry analyzer. The customer also stated that the cuvets were wet. No reports of operator exposure were reported for this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 and found that the wash tower probe was not draining properly. The fse flushed out the probe, tested it, and removed and cleaned all of the cuvets. The tests came back acceptable.